Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes due to noise on the atrial lead were noted. Noise was reproducible during provocation testing and an atrial lead replacement is anticipated. The patient was in stable condition.